Manufacturer narrative:
Analysis could not confirm the reported event of unable to pace. The device passed all incoming tests. It was noted that the bail and ring covers, two case screws, ring cover screw, both bails and the ring were contaminated. All found defective parts were replaced, and all other identified issues were resolved. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to pace. The epg was returned for service. There was no patient involvement.